Event description:
It was reported that a pericardial effusion (pe) was noted at the end of a pulse field ablation procedure. A pericardial drain was inserted, and the patient's status improved. Later, the patient had a CT scan which appeared to be normal, but then suddenly crashed on the ward and had to be taken to the operating room (or). No further patient details are known that this time.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.